Manufacturer narrative:
Updated info to sections h6 (investigation findings) and h6 (investigations conclusions) h11: additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction, or curling, resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including hyperlipidemia.

Manufacturer narrative:
Updated section b5, b7, h6 (health effect - clinical code), h6 (device code(s)) and h6 (type of investigation). Corrected data h6 (device code(s)): "1153 - degraded" code removed. H3: evaluation summary: customer report of degeneration led to stenosis was confirmed. X-ray demonstrated wireform intact. Moderate calcification was observed on leaflet 1 and minimal calcification on leaflets 2 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 1 on both the inflow and outflow aspects. Host tissue overgrowth on the stent circumference was moderate at the inflow aspect. Host tissue overgrowth fused all three leaflets at commissures on the outflow aspect. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. Sewing ring cloth was cut in multiple areas around the valve. Suture holes were observed around the sewing ring. H10: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 7300tfx27mm valve implanted in mitral position was explanted from a 73 year old patient after an implant duration of five (5) years and three (3) months due to degeneration leading to severe stenosis. Echo showed a gradient of 15mmhg, a slower movement of two leaflets of the valve and also appeared to be slightly more rigid at the time of explantation, with greater rigidity in the movement of the leaflets. As reported, patient presented with dyspnea on exertion. A 29mm non-edwards mechanical valve was successfully implanted in replacement. As reported, patient was noted as to be doing well.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 7300tfx27mm valve implanted in mitral position was explanted from a 73 year old patient after an implant duration of five (5) years and three (3) months due to degeneration leading to severe stenosis. Echo showed a gradient of 15mmhg, a slower movement of two leaflets of the valve and also appeared to be slightly more rigid at the time of explantation, with greater rigidity in the movement of the leaflets. A 29mm non-edwards mechanical valve was successfully implanted in replacement. As reported, patient was noted as to be doing well.